Manufacturer narrative:
The reported communication anomaly was confirmed in the laboratory and was due to low battery voltage. The device tested normal during bench, automated electrical, temperature, and humidity testing. The battery was sent to the vendor for further evaluation. No anomalies were found that would cause the battery to deplete. The cause for the premature battery depletion was not conclusively determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device was unable to interrogate in the clinic. It was noted that the patient had cataract surgery. The device was explanted.